Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that flaps have been thicker than normal following lasik flap creation. Additional information received, the surgeon indicates the refractive error post operatively is likely due to accommodation although the flap was thick. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the fse (field service engineer) checked the flap thickness. System was successfully verified according to specifications. There is no indication a device malfunction caused or contributed to the reported event of thick flaps. A root cause cannot be determined conclusively. (B)(4).